Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd extension set there are flow issues. There was no report of patient impact. The following information was provided by the initial reporter: nurses are giving alteplase as a primary and putting a flush behind it. The challenge is getting all the drug into the patient within one hour. If they add the prime volume of the tubing to the infusion currently, they would get air down into the line making it challenging to give whatâ¿¿s in the line if they give it as a secondary, which will flush it after, you are in the same boat except upfront now because there is carrier fluid in front of the drug you could change the rate to include the total volume and leave the vtbi appropriate, but this means changing the settings and increases the risk or an error

Event description:
It was reported while using an unspecified bd extension set there are flow issues. There was no report of patient impact. The following information was provided by the initial reporter: nurses are giving alteplase as a primary and putting a flush behind it. The challenge is getting all the drug into the patient within one hour. If they add the prime volume of the tubing to the infusion currently, they would get air down into the line making it challenging to give whatâ¿¿s in the line if they give it as a secondary, which will flush it after, you are in the same boat except upfront now because there is carrier fluid in front of the drug you could change the rate to include the total volume and leave the vtbi appropriate, but this means changing the settings and increases the risk or an error.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that there was difficulty priming could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.